Event description:
Registered nurse (rn) starting IV went to cleanse forearm with chloraprep. While applying chloraprep applicator to skin, rn pinched tubes to release fluid into skin. Sponge top fell off and glass shards grazed skin superficially. Skin re-cleansed and band-aid applied. Doctor at bedside to witness.